Manufacturer narrative:
The field service representative (fsr) found the vacuum lines kinked at the vacuum vessel. He rerouted and secured the vacuum lines. The customer has had no more issues since the fsr visit. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The event occurred in (B)(6).

Event description:
The initial reporter complained of questionable ise indirect na, k, ci for gen.2 results for 2 patients tested on a cobas 8000 cobas ise module (double). The questioned results were not reported outside of the laboratory. For patient 1 the initial na result was 152 mmol/l and the two repeat results were 140 mmol/l. For patient 2 on (B)(6) 2019, the initial na result was 161 mmol/l and the repeat result was 142 mmol/l. The na electrode lot number and the expiration date were asked for but not provided.